Manufacturer narrative:
The affected device was not returned for evaluation. An inventory evaluation was performed on the same part number and lot number, no irregularities were found. The investigation is inconclusive without the affected product or photos of the device.

Event description:
The customer alleges that " the mask on resus bag was malformed." No other details were provided and no patient injury/harm reported.